Event description:
The facility representative contacted baxter to report that a colleague infusion pump had a failure to alarm and shut down. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. Additional: a service history review has been performed and the device has not been previously serviced by baxter. The user interface module master software version is 6.13.92, categorized as remediated. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).